Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no problem was found with the generator that would have caused or contributed to the event (no details were provided on the involved accessories.). Most likely there were many factors involved with the patient incident. However, it appears that during or upon the intervention, the tissue of the bowel wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used with a two (2) monopolar adapters [part number (p/n) 20183-028, serial number (s/n) (B)(4) as well as p/n 20183-026 and s/n (B)(4)]. No information was provided regarding the procedure or patient. The facility only reported that a colon perforation occurred.